Manufacturer narrative:
End user admitted incident caused by mistake made by her caregiver and user inadvertently hitting the joystick. The device is operating as intended.

Event description:
End user reported that while sitting at her desk, her caregiver placed her hand on her joystick while the wheelchair was turned on and her thumb hit the joystick, moving the chair forward into her desk. User reported she suffered a broken leg. MFR inspected the wheelchair and it is operating properly. The incident resulted from user error.